Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue ¿faulty speaker¿ was reproduced upon power up. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear case. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a faulty speaker. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.